Manufacturer narrative:
Weight and ethnicity: unknown/no information. Date of event: is unknown/no information. Best estimate is (B)(6) 2021. Manufacturer phone number: (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was explanted from the patient¿s left eye. The lens was replaced with a different johnson and johnson iol model zlu150. No further information was provided.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.